Event description:
It was reported the patient experienced a return of symptoms about 4-6 weeks prior. The patient had gone through airport security in the first part of (B)(6) 2014 and thought it affected the implant and something happened to therapy at that time. It was stated that the patient did not think ¿it was active¿ and they had been having more problems than usual. They were 95% better from before implant and the 5% was probably from food they ate and thought increasing stimulation would help. When using the programmer, the patient was not able to communicate or adjust stimulation since trying initially the week prior. The patient had used the programmer about 6 months prior. After troubleshooting, the programmer was still unable to sync with the device. The programmer was returned and a replacement was sent to the patient. Analysis found the complaint to be unverified with the returned programmer. When the patient received the replacement programmer, it was doing the same thing as the previous one. The ¿poor communication¿ screen was seen and it was beeping as well. It was ¿crazy¿ and would not ¿bring up the signs.¿ communication was unsuccessful with the second programmer. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v838980, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# unknown, product type programmer, patient. (B)(4).